Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2019, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient bent over and felt a pain. They think the lead wire moved or became dislodged. It was recommended the patient contract their clinician. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.